Event description:
Related manufacturer reference number: 2017865-2021-31224. Related manufacturer reference number: 2017865-2021-31225. It was reported that the patient had a pocket infection. The pacemaker system was removed. The patient was stable.